Event description:
It was reported to boston scientific corporation on november 14, 2006, that during the initial set-up of a polaris stent for a therapeutic urological procedure, the coil to be placed in the bladder broke apart as the string was cut. The device was not used on a patient.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed, therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.